Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.